Manufacturer narrative:
(B)(4). Evaluation of the returned sample confirmed that the left push-arm of the clampex connector was bent and the right push arm was broken at the push arm hinge. As a result additional checks have been introduced during the manufacturing process of the connectors. The handling of clampex connector was reviewed with clinical coordinators and the training material was updated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009. The complaint was received from edwards lifesciences on behalf of (B)(4) hospital and refers to an incident involving accusol 35. The reporter stated that the customer was preparing to use product., removed "ring pull" and depressed wings, and the spike would not fully engage; therefore, the product could not be used. A sample is available and edwards will forward this to (B)(4) directly. No patient injury has been reported/confirmed by the customer